Event description:
It was reported that balloon rupture occurred. An 8.0 x40, 75cm charger balloon catheter was advanced for dilatation in an endovascular angioplasty of upper limb veins . However, upon reaching 16 atmospheres, the balloon burst. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. An 8.0 x40, 75cm charger balloon catheter was advanced for dilatation in an endovascular angioplasty of upper limb veins . However, upon reaching 16 atmospheres, the balloon burst. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A charger 8.0 x40, 75cm, 18atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 18 atmospheres as per charger specification. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis. A2. Age at time of event: 18 years or older.